Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun that patient sent to ed by infusion center for leaking PICC. Ed evaluated and found part of line pulled out with small tear at skin site. PICC line removed and a new PICC replaced on opposite arm. Unclear if tear pre-existing or when pulled out prior to patient arrival at infusion center. Based on what is known, no harm to the patient from PICC with tear at entry site. Damaged PICC was inserted prior to this visit.